Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: wash wheel motion errors were generated after the erroneous results. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess the instrument's performance. The fse found that the wash station had a significant amount of gel and covered the sample probe; the fse also found that there was slow flow going up aspirate probe 1. The fse replaced the wash station wash collar using a pm kit part number b21384, cleaned the sample pump and replaced the piston seal due to significant build up, cleaned the precision pumps and replaced the valve rotor for both precision pumps, and replaced the aspirate probes and peri pump tubing. The fse performed carryover with no issues but was unable to get system check to pass. The fse replaced the belt for reagent pump 1, however the issue persisted. The fse replaced the sample probe, reset all connections for the reagent probes and sample probe, cleaned the substrate probe, and cleared more gel out of the system after finding gel at the a1 wash collar. The fse ran system check and quality control (qc) with passing results. No further issue was reported by the customer. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction occurred in conjunction with this event. Due to multiple interventions and replacements by the fse, one part cannot be determined as the sole contributor to this event.

Event description:
The customer reported that their dxi 600 access instrument (part number: a71460; serial number: (B)(6) generated erroneous false high hstni (access high sensitivity troponin I part number: b52699; lot number: not provided) patient results. The following results were provided: on patient ID (B)(6): initial result (B)(6) 2026: 97.1 ng/l. Repeat result (B)(6) 2026: 102.9 ng/l. Repeat alternate analyzer sn (B)(6) ,(B)(6) 2026: 93.3 ng/l. On patient ID (B)(6): initial result (B)(6) 2026: 548.3 ng/l. Repeat result alternate analyzer sn (B)(6), (B)(6) 2026:10.5 ng/l on patient ID (B)(6): initial result (B)(6) 2026: 126.0 ng/l repeat result (B)(6) 2026: 177.0 ng/l repeat result alternate analyzer sn (B)(6), (B)(6) 2026: 5.9 ng/l. The customer noted two (2) results were reported outside of the laboratory, it is unclear which 2. The customer noted one (1) patient had a change to treatment based on the false high results. Further information around the treatment was requested however it was not provided. There was no report of harm to the patient as a result of any change to treatment. It is unclear which patient received the change to treatment. Note: since it is unknown which patient underwent the change to treatment, there will only be one medwatch form submitted. The customer also reported the instrument generated wash wheel motion errors, but the errors occurred after the discrepant tnihs patient results. There was no evidence to suggest carryover as the customer did not report running samples of high troponin concentration prior to the questioned results. There was no report of any issues with sample integrity. A field service engineer was dispatched to the customer site.